Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 477 mg/dl at the time of the call. The customer stated that the insulin pump may have had the wrong programing in the settings prior to the high blood glucose. There were no cracks on the insulin ump or air bubbles in the reservoir compartment. The customer was assisted with clearing the alarm. The customer will call back to finish troubleshooting and to perform a high pressure test on the device. The customer did not return the product back for analysis.